Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the two gauges were not working properly. There was unknown delay in therapy. There was unknown physical damage reported. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. The complaint could not be confirmed or duplicated. During functional testing, a leaking demand valve was found which caused the manometer gauge to be non-functional. Demand valve was replaced, functional test was performed, and manometer gauge is working properly. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.